Event description:
It was reported that the patient complained of intermittent phrenic nerve stimulation. At follow-up the atrium could not be consistently captured, and an x-ray confirmed atrial lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2012. (B)(4). Lead not received by manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.